Event description:
During initial approach and admission of bluntport plus 5-12 mm laproscopic trocar, it was noted that the cannula was defective and had a constant leak. Many attempts were tried to reduce the leak with no success. The cannula was replaced and the case resumed with no further incidents.